Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one patient sample that resulted positive when using the simplexa covid-19 direct assay, but negative on competitor assays (cepheid genexpert and biofire). Run analysis of the simplexa results showed only one (1) sample out of 22 negative samples (sample ID (B)(4)) was positive for both the s gene (CT = 9.2) and orf1ab (CT = 9.6). The customer repeated the sample on the simplexa, cepheid genexpert, and biofire assays as negative. It is suspected that the initial run was contaminated based on the extremely early cts in both targets with no detection of the internal control, but the customer has not indicated if they have decontaminated their instrument or work area. The customer's device and suspected false positive sample was not provided for investigation. A retain lot of the suspected device was tested on 6/3/2021 for a separate issue with 14 no template control (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# x10240n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# x10234n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on one patient sample that resulted positive when using the simplexa covid-19 direct assay, but negative on competitor assays (cepheid genexpert and biofire). The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the discrepancy with the clinical indications (asymptomatic patient) and competitor results. No alleged harm occurred. Other patient information and sample collection method was not provided.